Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The day after onset, the patient was treated with vancomycin 2gm, (route, frequency and duration not reported) and ceftazidime 1gm (route, frequency and duration not reported). At the time of this report the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported dianeal therapy was ongoing. Eight days after the onset of peritonitis the patient was recovered, fluid was clear and ¿was doing good¿. Three days later the patient discontinued treatment with vancomycin and ceftazidime. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to relevant tests/lab data and other relevant history. The patient began treatment with injection vancomycin (intraperitoneally, 2 grams, once every 4 days) and injection ceftazidime (intraperitoneally, 1 gram, once in a day) for the event of peritonitis. At the time of this report the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.